Manufacturer narrative:
Additional information: b2 hospitalization changed from "no" to "yes".

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (polymorphs = 81%) was collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) ceftriaxone and gentamycin (doses not provided) daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2021 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s shower head not being properly disinfected. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (polymorphs = 81%) was collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) ceftriaxone and gentamycin (doses not provided) daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2021 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s shower head not being properly disinfected. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (polymorphs = 81%) was collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) ceftriaxone and gentamycin (doses not provided) daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2021 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s shower head not being properly disinfected. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy), which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to the patient neglecting to disinfect his shower head. Per the pdrn, the events are unrelated to the utilization of any fresenius product(s) and/or device(s). Gram-negative serratia marcescens is commonly found in water and soil. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction was associated with the events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (polymorphs = 81%) was collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) ceftriaxone and gentamycin (doses not provided) daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2021 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s shower head not being properly disinfected. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.